Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2011 indicate that the patient's generalized tonic clonic seizures are better controlled, but the patient is still having complex partial seizures 2-3 a day. It was noted that the seizures are an increase compared to the 3-4 seizures per week the patient was experiencing. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.